Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered deployment issues with the helix of the right ventricular (rv) lead. Despite 30 rotations, gap on fluoro would not close. The lead was removed and a alternate lead was utilized. No patient complications have been reported as a result of this event.